Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 623228, 623209) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 years 9 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("myomas"). The patient was treated with surgery (vaginal hysterectomy with removal of essure implants). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain and uterine leiomyoma to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 623228, 623209) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 years 9 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("myomas"). The patient was treated with surgery (vaginal hysterectomy with removal of essure implants). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain and uterine leiomyoma to be related to essure. Lot number: 623209 manufacture date: 2009-03 expiration date: 2012-03 lot number: 623228 manufacture date: 2009-03 expiration date: 2012-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.